Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a malfunction alarm occurred. Reportedly, the pump was in the customer's pocket at the time of the alarm. During troubleshooting with tandem technical support, the malfunction alarm was successfully cleared. Additionally, the customer received a minimum fill notification. Reportedly, the customer was unsure of the amount of insulin remaining in the cartridge after the malfunction alarm. There was no reported impact to the customer's blood glucose level. Reportedly, the customer loaded a new cartridge successfully and resumed insulin delivery.